Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. E1: reporter email address: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, the patient was driving and experienced hypoglycemia with loss of consciousness. He was involved in a car accident. An ambulance was called and they treated the patient with IV glucose and took the patient to the emergency department. The patient regained consciousness and experienced headache and was feeling ¿woozy¿. The device was reported inaccurate but there were no bg nor cgm values provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.